Event description:
Device malfunction: inaccurate delivery. Time of malfunction: during deployment. Symptoms/ae: second stent deployed. It was reported that during a right common carotid artery stenting procedure, the xact stent was misplaced distally during deployment, and left a portion of the ostial lesion uncovered. A second non abbott stent was successfully deployed on the proximal edge that completely covered the lesion at the ostium. No additional information was provided.

Manufacturer narrative:
Study event. The device remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information. The xact carotid stent system is contraindicated for use in lesions in the ostium of the common carotid artery.